Event description:
Healthcare professional reported "leaking" via magnetic resonance imaging and "exchange from textured to smooth implants due to the patient's concerns with the product". This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: not observed through visual inspection. ¿ anxiety - product/ procedure: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis deformation, creases and wear abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety-product/procedure.

Event description:
Healthcare professional reported "leaking" via magnetic resonance imaging and "exchange from textured to smooth implant due to the patient's concerns with the product". This record is for the left side. Device remains implanted.

Event description:
Healthcare professional reported "leaking" via magnetic resonance imaging and "exchange from textured to smooth implants due to the patient's concerns with the product". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.